Event description:
It was reported, to medtronic minimed. That the customer reported, a blank display. Troubleshooting was performed, but the issue was not resolved. The customer reported, no adverse event. The event involved product(s) mmt-1780kl. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return, after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan, per health care professional instructions. Mmt-1780kl was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on with blank display. Misaligned battery tube noted, and after pushing back into place blank display persisted. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and lcd flex connector. Test p-cap locked in place properly during testing. The following damages were noted: corroded battery tube, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), cracked case, missing display window/cover, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for blank display confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.